Event description:
A participant in a needle exchange program reported that an insulin syringe needle became detached or broke while attempting to inject herself in the arm. Add'l info that was provided included the following: reportedly, the user attempted to place the needle for an intra-venous injection, but "realized she was not in a vein"; when the user pulled the needle back out, she noticed that the tip of the needle was missing; and the user then went to the hospital where the detached piece of annual was successfully removed by surgery.

Manufacturer narrative:
The reported product code is for export only. However, this report is being submitted due to the product being mfg in the us. Method: involved device was not returned for eval and the lot number is not known. Therefore, the investigation consisted of a review of user info. Results, conclusions: is based upon user info only since the involved sample was not retained for eval. Add'l info regarding the conditions under which the problem occurred are not available due to privacy issues in regards to this being a lay user in a needle exchange program. The involved device was not retained for eval and the lot number is not known, which significantly limits the investigation. Although the cause for the reported breakage cannot be definitively determined based upon the available info, there is no indication that the event was related to a pre-existing device defect. The fact that this was a self-injection by a lay user in a needle exchange program may be a contributing factor. All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and follow-up. (B)(4).